Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, device passed rewind test and displacement test. No rewind anomaly noted. Motor passed motor test. Device had cracked battery tube threads. The reservoir tube lip was partially broken off but the test reservoir locked in place properly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose value was unknown. Customer reported insulin pump had multiple pump rewind and battery compartment was cracked with random no delivery alarms. The device will not be returned for analysis.